Event description:
It was reported that, one day post implant, the right atrial (ra) lead exhibited non capture at maximum output. The lead was revised and the same failure to capture was seen again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).